Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia with a highest sensor glucose of 395 and prior occlusion alerts that resolved after replacing two infusion sets; subsequent low glucose occurred due to external insulin use while still on the pump, after which glucose rose again without delivery alarms, and a site change was advised and initiated by the user. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.